Manufacturer narrative:
Reporting address line 1: (B)(6).

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the external paddles are not functioning. The rse remotely assessed the device and determined the paddles were defective. To resolve the issue, replacement external paddles were sent to the customer. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was due to a component failure. The root cause could not be confirmed because the defective component is not available for return. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with replacement paddles to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.